Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 375cc, sn (B)(4), catalog number 3501660. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc breast implant. The patient experienced deflation after implantation of the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 03/01/2018 mentor received information that the device history record (DHR) of lot number 5599147 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date is 04/01/2005 and sterilization expiration date is 04/30/2009. (B)(4).

Manufacturer narrative:
On 07/06/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date of implantation was (B)(6) 2005. The date of explantation was (B)(6) 2018. The replacement devices were saline mentor smooth round moderate profile 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/26/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent at the juncture of the patch. Microscopic examination of the edges of the rent gave no indications as to cause. Also, was noticed several creases at the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).